Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique, hyperglycemia and peritonitis with culture positive for staphylococcus epidermidis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced increased blood sugar levels. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. The patient received unspecified antibiotic treatment for the peritonitis. The event of peritonitis was considered resolved in (B)(6) 2010. Pd therapy was ongoing. Upon follow-up on (B)(6) 2010, further information was obtained by the nurse. On an unreported date, the patient experienced a break in aseptic technique described as "the tube was separated at the connection during draining." The reporter believed the peritonitis was caused by a break in aseptic technique and the cause of the hyperglycemia was non compliance of diabetic drug or food. The patient was hospitalized from (B)(6) 2010. On (B)(6) 2010, the hyperglycemia and peritonitis were resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.